Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-09600. The device was discarded.

Event description:
As reported by edwards field clinical specialist, approximately 3 years and 8 months post implant of a 26mm sapien 3 ultra valve in the mitral position within an annuloplasty ring, a 26mm sapien 3 ultra valve was deployed inside the previously implanted valve. A decision was made to post-dilate the valve and the commander delivery system balloon ruptured fully inflated with no extra inflation volume. Upon removal of the system, it was "tough", and a snare was used to remove the devices. The commander system was able to be removed with various maneuvers. There was no major vascular complication or bleeding event. The patient was stable. The device will not be returned.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no imaging or photos provided. A device history record review was not performed as a lot number was not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and withdraw catheter through vasculature and difficulty or inability to withdraw system through sheath were unable to be confirmed as device nor applicable imagery was returned. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Case notes provided states that patient had moderate degree of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Event description:
The balloon valvuloplasty procedure was performed at approximately 3 years post implant of a 26mm sapien 3 ultra valve in the mitral position within an annuloplasty ring.